Event description:
It was reported that the patient experienced shortness of breath following the implant of the paddle leads of the spinal cord stimulator (scs) system and went to the emergency room (ER). After various tests it was determined that the patient developed blood clots in bilateral lungs. The patient was admitted to the hospital and given supplemental oxygen. Per the physician assessment the blood clots are not device related but it was indicated that pulmonary embolisms are a fairly common post surgical risk. The patient is under observation, and the device will not be returned as it remains implanted.